Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history report review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp(B)(4). Concomitant products: unknown head, unknown arcos stem- proximal, unknown liner, unknown cup. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports:0001825034-2017-04037, 0001825034-2017-04039, 0001825034-2017-04041, 0001825034-2017-04042.

Event description:
It was reported that a patient is being considered for a revision procedure on an unknown day for an unknown reason. No revision has been reported to date. Attempts have been made and no further information is availible at this time.